Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image showing on monitor, intermittent image loss showing on monitor and bad charged coupled device. Based on the results of the investigation, a root cause could not be identified for the initial malfunction. In regard to the newly identified malfunction, no image was showing on the monitor due to a bad cable and connector, and intermittent image loss was showing on the monitor due to a bad charged coupled device. As for the bad charged coupled device, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had communication error during set up / inspection for use. There were no reports of patient involvement.